Manufacturer narrative:
The insulin pump was received with a critical pump error (open book) and pump error 35 was noted in the alarm history due to moisture damage noted on the force sensor. The pump was received with moisture damage observed on the electronics assembly and the vibrator motor. We were unable to perform the displacement, rewind, seating, and basic occlusion due to the critical pump error. The pump was also received with a cracked retainer, cracked battery tube threads, a cracked case at the battery tube side, and a scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer reported there is a long crack, beginning from the top of the pump and all along the length of the battery tube. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan.